Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13051. It was reported that stent damage occurred. Two 22x70/10fr 75cm wallstent® endoprosthesis were selected to treat the lesion. However, on both instances, the stents started to unravel with it was being deployed. The procedure was completed with a different device.